Event description:
During preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled at the distal end while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.